Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the helium regulator, transducer, housing and tubing. The fse then tested the unit. Unit passed the helium leak tests and was cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during a routine check by the customer, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.